Manufacturer narrative:
Describe event or problem: it was reported that bd saf-t-intima¿ IV catheter safety system hub exploded during patient contact. No serious injury or medical intervention was reported. This occurred on 3 separate occasions but the date/time and or patient information is unknown. Investigation summary: a lot number could not be submitted for this complaint, and could not be determined from the photographs provided. Preventing our investigation team from conducting a device history review. However the sample returned to us was subjected to leakage testing, and found to have a leak that originated between the catheter/inserter junction. Closer inspection of the device revealed a small breach at this location; the dimensions of the breach were consistent with a known flaw that is caused by a misalignment in the manufacturing equipment. This failure mode had already been detected in our process on february 7, 2018. This issue was corrected after the manufacture of this batch of saf-t-intima, and is regularly monitored for conformance. Investigation conclusion: based on investigation results to date, root cause was associated with a misaligned dial nests on automated swedger catheter/inserter hitting the catheter and causing a cut.

Event description:
It was reported that bd saf-t-intima¿ IV catheter safety system hub exploded during patient contact. No serious injury or medical intervention was reported. This occurred on 3 separate occasions but the date/time and or patient information is unknown.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field.a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd saf-t-intima¿ IV catheter safety system hub exploded during patient contact. No serious injury or medical intervention was reported.